Event description:
It was reported that a preloaded multifocal intraocular lens (iol) was associated with dysphotopsia, and the device was suggested to have contributed to the event. Due to persistent dysphotopsia and difficulty driving, the iol was explanted from the patient's left eye on (B)(6) 2026 and replaced with a johnson & johnson monofocal iol (model dib00, 24.0 d). There was no loss of two or more lines of best spectacle corrected visual acuity (bscva); the patient was noted to be overcorrected. Pre-operative refraction was -2.75 +1.25 × 109 with a bscva of 20/40, improving post-operatively to -0.75 +1.50 × 090 with a bscva of 20/30; the intended target refraction was plano spherical. The patient had a pre-existing history of rk (radial keratotomy). Additional information confirmed that no patient injury, unplanned surgical interventions, or use of non-standard medications were reported. The patient¿s outcome was reported as improved vision, with a post-operative bscva of 20/30. No further information was provided.

Manufacturer narrative:
Section a4: weight unknown, information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4619 - temporary impairment (this code is used for the reported visual disturbance- dysphotopsia- requiring surgical intervention & blurry vision issues). Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.